Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the non-union is undetermined. There is no way to predict a non-union or failure to heal. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. This failure does not indicate a defect in the product. A minimal risk is associated with this failure. Sign fracture care international continues to monitor these events as part of our post market surveillance activities.

Event description:
We became aware on 9/9/2019 that a sign im nail implanted to repair a fracture was replaced due to a non-union. The im nail was replaced with a 11mm x 380mm standard im nail per the sign technique manual. Surgeon comment: "it was a case of nonunion. Previously sign nail was done at (B)(6). We did exchange nailing and added bone graft after clearing the fibrous tissue from the fracture site. We inserted screws in the same distal hole. The entry point was very posterior to where we usually do entry in the proximal femur."